Event description:
It was reported that the helix of the right ventricular (rv) lead would not extend despite several attempts. The lead was not implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification.